Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided. The customer states that the patient was a geriatric male patient.

Event description:
The customer reported that the rn attached an IV tubing set to the patient that had been in use for 1 day, when the nurse heard and felt the male luer spin collar crack. The nurse disconnected the IV tubing set from the patient prior to knowing if the cracked male luer spin collar caused a leak. There was no patient harm.

Event description:
It was reported that the nurse both heard and felt a 'crack' in the male luer spin collar as the tubing was attached to the patient. The IV set had been in use for about one day at the time of the event. The nurse disconnected the IV tubing set from the patient prior to knowing if the cracked male luer spin collar had caused a leak. There was reportedly no alcohol used on the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a male luer spin collar crack was confirmed. Visual inspection found that the male luer collar of the set was cracked. Green alcohol swab caps were attached to the smartsite ports of the tubing. Closer inspection under a lab microscope observed no stress marks or tool marks. The root cause of the male luer crack could not be definitively determined.